Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised took joystick out of box and installed on enduser chair and it turned on but when tried to turn joystick off with on off switch it would not turn off.